Event description:
The patient was undergoing a medical procedure using a penumbra neuron max. During preparation, the tech noticed that the penumbra neuron max was kinked upon removal from its packaging. A new catheter was used and the procedure continued.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device was disposed of by the hospital.